Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119751.

Event description:
It was reported that the patient presented in clinic for syncope. Device interrogation revealed failure to capture, myopotential oversensing and impedance problem on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.